Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient received 3 boxes of magic 3 intermittent catheters, where the lubrication was defective. When patient opened the individual package, the lubrication did not spread.

Event description:
It was reported that the patient received 3 boxes of magic 3 intermittent catheters, where the lubrication was defective. When patient opened the individual package, the lubrication did not spread.

Manufacturer narrative:
The reported event is unconfirmed - problem could not be reproduced. Visual evaluation of the samples noted 3 unopened intermittent catheters were received. Dip line and hydrophilic coating present. No obvious defects were noted. Further testing was required. Lubricious coating material remained on all catheters tested after more than 10 wipes. No abnormalities in lubricious coating were noted. The product met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed, a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.